Manufacturer narrative:
An arjo representative was informed by nurse about an event involving sara stedy active floor lift. According to information provided by the customer, the patient was transferred from a bed to a wheelchair. It was reported that when the castor brakes were locked, the lift started to move. As a consequence of the situation, the caregiver¿s foot was trapped under the castor. The caregiver's foot was swollen for several days and the anti-inflammatory medication as pain relief was required. The toe was swollen and the nail fell off. After the event, the device was inspected by the arjo service technician. No device malfunction was found. The customer allegation was not confirmed. Please note that the sara stedy instructions for use (IFU) describes correct procedures for device usage (incl. Patient transfers) and warnings, which should be followed by each device user. According to the user inspections section of the IFU, the lift operator should: ¿make sure that all castors rotate freely and the rear brakes lock before every use¿. If brakes examination is performed before each resident transfer, potentially not locked castor brakes are easily recognized, minimizing any hazardous situation. To conclude, arjo sara stedy active lift played a role in the complaint issue when the event occurred as it was used for the resident¿s transfer. Allegedly arjo device moved unintentionally when the castor brakes were applied and from that perspective it failed to meet its performance specification. But the allegation could not be confirmed during bed evaluation. We report this event to competent authorities in the abundance of caution due to the fact that the device run over the caregiver's foot.

Event description:
An arjo representative was informed by nurse about an event involving sara stedy active floor lift. According to information provided by the customer, the patient was transferred from a bed to a wheelchair. It was reported that when the castor brakes were locked, the lift started to move. As a consequence of the situation, the caregiver¿s foot was trapped under the castor. The caregiver's foot was swollen for several days and the anti-inflammatory medication as pain relief was required. The toe was swollen and the nail fell off.